Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port are disconnecting at the hub of the IV catheter and tubing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port are disconnecting at the hub of the IV catheter and tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the lot was built on nfa line 1 from 3may2018 through 7may2018 for the amount of 268,810ea. (B)(4) for ¿ext tube adhesive oos¿ could be potentially related to this incident. Disposition, root cause and corrective actions for the quality notification are currently in process. Td 2018-23 (adhesive deep cleaning) and td 2018-29 (adhesive valves purge) were in placed during the production of the lot # related to this investigation. All other challenge, set up and corrective actions were performed according to the quality control plan and all passed per specifications. Received a 20ga catheter-adapter assembly extension set within an open package from lot number: 8121733. The unit was heavily soiled with patient residue (blood). The extension set was received in 2 portions: the catheter-adapter assembly (winged adapter) was separated from the port adapter with the extension tubing. No traces of adhesive were found on the extension tubing or the adapter port. Conclusion(s): this defect is created at the zone 8 adhesive dispense station if air gets in the lines that feed adhesive to the adhesive dispense grippers, causing a short shot of adhesive to be dispensed onto the tube. The extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. The following corrective actions have been implemented: vision upgrades to better detect the new failure modes from the station redesign, sep 11, 2018. Design and install tooling to make the station (adhesive dispense tips) more robust, oct 17, 2018.